Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by color of the solution had changed. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with unspecified antibiotic for the event. At the time of this report, the patient was discharged from the hospital and recovered from the event. The dose of physioneal therapy was reduced and was ongoing. No additional information is available.